Event description:
It has been reported to philips that the system did turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to switch on. Upon troubleshooting fse found that the machine was not powering on due to defective mpdu (main power distribution unit). To resolve this issue, fse replaced mpdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.